Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, the procedure was converted to open due to patient anatomy. The surgeon confirmed there were too many adhesions in the patient's anatomy, and they were too large for the surgeon to continue robotically. The robot worked as intended and they had no complaints against the system once the cautery issue was resolved. The procedure was converted to open. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the cautery issue was resolved prior to the decision to convert. They did troubleshoot and confirmed the instrument was the issue. After changing to a new instrument, the cautery function was restored. They did not call dvstat for troubleshooting. It was confirmed that the procedure was converted to open due to reasons unrelated to the da vinci system. The surgeon confirmed there were too many adhesions in the patient¿s anatomy, and they were too large to continue robotically. The robot worked as intended and they had no complaints against the system once the cautery issue was resolved. The patient tolerated the conversion well and there was no further harm or injury to the patient.

Manufacturer narrative:
Although there was no claim against the product and no indication of a product issue, an investigation was completed to determine the cause of the conversion to open. Based on the investigation, there was no indication that the device directly caused the surgeon to convert to an open procedure. While there was no allegation that a malfunction of the da vinci system, instruments, or accessories occurred during the procedure, the use of da vinci products during this type of surgical procedure may have contributed to the intraoperative complications. Intuitive surgical, inc. (Isi) did not receive a da vinci product on which to perform failure analysis. This is a reportable event due to the following conclusion: the customer converted to open after the start of a da vinci-assisted procedure due to patient anatomy.